Manufacturer narrative:
(B)(4). Batch # r93203. Device manufacture date is 4/19/2018. The device was received with the jaws stuck closed. The jaws were opened and dried body fluids were found. Then the device was cleaned to test the device. When the device was tested on the generator it passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). Upon functional testing, no issues were noted with opening and closing of the jaws. It is possible that excessive body fluids influenced the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. There were no anomalies noted with the functionality of the device. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, "the jaws became not to be opened." Another device was used to complete the case. There were no adverse consequences to the patient.